Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose. The customer stated that she felt her site was causing the issue and she changes the location. The customer stated that while she was giving herself a manual injection of 5.0units, the customer noticed that time was incorrect and changed. The customers' speech became slowed and slurred. The customer sounds very exhausted and confused. The customer rechecked her glucose level and it was 450mg/dl. The paramedics were called and came to the customer's house. Spoke to the paramedics to inform them the situation. No further info was provided.